Manufacturer narrative:
This report is filed september 9, 2016.

Manufacturer narrative:
This report if submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 10, 2016. H3 other text : device not yet returned to manufacturer

Event description:
Per the patient's surgeon, the patient developed an infection resulting in the extrusion of the electrode lead. Subsequently, the device was explanted on (B)(6) 2016. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, august 10, 2016.